Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter mitral valve replacement (tmvr): when pulmonary arterial hypertension complicates prediction of neo-lvot.

Event description:
The article, "transcatheter mitral valve replacement (tmvr): when pulmonary arterial hypertension complicates prediction of neo-lvot", was reviewed. The article presented a case study of a 38-year-old male patient with previous mitral valve repair for rheumatic mitral stenosis. It was reported that on an unknown date, a 29mm epic valve was chosen for mitral valve replacement due to mitral streptococcus infective endocarditis. It was then reported post-procedurally, the patient was admitted for cardiogenic shock secondary to stenotic degenerated mitral valve, with right ventricular systolic dysfunction, and severe pulmonary arterial hypertension (pah). A decision was made to perform a transcatheter valve-in-valve procedure with a 29mm sapien 3 ultra valve. There was no report of any procedural complication and one-month follow-up revealed complete regression of pah. [The primary and corresponding author was thomas chollet, department of cardiology, la réunion university hospital, saint-denis, france, with corresponding email: chollet.thomas@gmail.com].

Manufacturer narrative:
As reported in a research article, transcatheter mitral valve replacement (tmvr): when pulmonary arterial hypertension complicates prediction of neo-lvot. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature: article titled "transcatheter mitral valve replacement (tmvr): when pulmonary arterial hypertension complicates prediction of neo-lvot".